Event description:
Liposuction machine quit six times throughout duration of procedure. Registered nurse (rn) thoroughly examined machine and could not find source of problem. Rn manager called to room and made aware of problem. There was a noticeable smell coming from machine, but could not find any smoke, etc. Each time machine quit, this rn reset machine by pressing in the button "20" located on right side of machine by outlets.